Event description:
It was reported that an administration set that caused a steady pump that exhibited a delivery accuracy fault note. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI and catalog is unknown. No product information has been provided to date. Operator of device: patient/consumer. Report source :company representative.